Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp) procedure using the subject device in combination with the distal cover maj-311, it was found that the distal cover maj-311 was about to come off when the forceps elevator was raised. Since the subject distal cover did not fall into the patient's body, the subject distal cover maj-311 was replaced to another distal cover, and the intended procedure was continued and completed using the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 21-dec-2021 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, reported cause is likely due to the maj-311 was not securely attached. The event can be detected/prevented by following the instructions for use which state: 5.2 attachment of the distal cover to the body of endoscope. ¿pull the distal cover gently and confirm that the distal cover and the distal end of the endoscope cannot be separated. (See figure 11). Olympus will continue to monitor field performance for this device.